Event description:
A nasogastric tube (ngt) was replaced in patient and when attempting to obtain an aspirate it was found that the top 1.5 cm of tubing was torn open and ngt had to be replaced again.